Event description:
It was reported that after implantation of the preloaded intraocular lens (iol) there was a refractive surprise (residual astigmatism -0.75 d) in the left eye. It was reported that the patient complains of double vision. Post-op refraction in mydriase +0.25/-0.75/70° pre-op refraction +3.0/-1.25/80° through follow ups we learned that the lens was implanted on (B)(6) 2024. On the following day it was noticed that the lens had rotated. The lens was repositioned rotationally in the following week. The patient is satisfied post-operatively. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code: 2138 - visual impairment (for residual astigmatism and diplopia) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.